Event description:
Boston scientific received information that this patient's home monitoring equipment detected a high out of range shocking impedance for this patient's right ventricular (rv) lead. It was determined that the patient was undergoing a transcutaneous electrical nerve stimulation (tens) procedure during the time of the out-of-range (oor) measurement. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.